Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. The following reportable malfunction was identified during the device evaluation: image had roughness, due to damage to the charged coupled device (ccd) unit. A root cause could not be identified. Based on historical data, possible causes include damage or deterioration of parts, environmental problems like dust/dirt/humidity, optical problems, overheating problems, and electrical problems like signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex deflectable videoscope image had roughness, due to damage to the charged coupled device (ccd) unit. There was no patient involvement.